Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 07:04:46. During night drain cycle twenty two, the patient's ultrafiltration reading was 2905ml, indicating the home patient (hp) drained 2005ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A formal review of the product family label will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.